Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction/thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported the patient presented in 2008, with st segment elevations and an mi. The patient's initial procedure was five days prior, at which time the 2.5 x 28 mm promus otw stent was placed in the mid circumflex. The patient was not taking plavix due to financial reasons. Another company's 2.5x15mm otw balloon was used to treat the thrombosis. The patient is stable and also had another company's 2.25 x 20 mm stent placed distal to the promus stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.